Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('perforation') and hepatitis ('inflammation in liver') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach cramps, discharge, vulvovaginitis, amenorrhea, miscarriage, colposcopy, loop electrosurgical excision procedure, cholecystitis, absence of menstruation, parity 3 and gravida. Sonogram today shows coil laterally near uterine cornua. Small uterine fibroid 1.1 x0.7 x 1.2cm. Last gyn annual with pap 1/2018, negative. History of (hx) abnormal with leep in 2005. Previously administered products included for an unreported indication: mirena. Concurrent conditions included spotting vaginal, vaginal discharge abnormality, gallbladder removal, nipple exudate bloody, breast bleeding, breast necrosis, breast inflammation, nipple exudate bloody, erythema, nipple discharge, galactorrhea, pelvic pain female, bloating, diarrhea, irritable bowel syndrome, shortness of breath, cough, palpitations, painful intercourse, anxiety, depression, perineal pain, fibroids, abdominal pain, elevated liver enzymes, cervix inflammation, nabothian cyst, adenomyosis, post procedural bleeding, painful genitalia (female), hot flashes, hrt, itching, menopause, menorrhagia, night sweats, vaginal dryness, vaginal discharge abnormality, uterine prolapse and uterus enlarged. Concomitant products included alprazolam, aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), colestipol and escitalopram. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), hepatitis (seriousness criterion medically significant), device extrusion ("extrusion"), infection ("infection"), allergy to metals ("nickel sensitivity") and enteritis ("inflammation in intestines"), was found to have hepatic enzyme increased ("liver enzyme count high") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (robotic assisted hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, genital haemorrhage, hepatitis, device extrusion, infection, allergy to metals, enteritis, hepatic enzyme increased and oophorectomy outcome was unknown. The reporter considered allergy to metals, device extrusion, enteritis, genital haemorrhage, hepatic enzyme increased, hepatitis, infection, oophorectomy, pelvic pain and perforation to be related to essure. The reporter commented: three coils were noted trailing outside of the right tubal ostium, and the same procedure was followed for the left tubal ostium with no coils noted at the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total of 10 ml of omnipaque-300 were instilled into the uterus during fluoroscopy. The trattner catheter is coiled in the uterine cavity. The uterus itself is grossly unremarkable. There are bilateral essure wires. Neither fallopian tube opacifies. Impression: bilateral essure wires. There is no evidence of tubal opacification.; on (B)(6) 2013: tubal occlusion. Mammogram - on (B)(6) 2013: digital diagnostic left mammogram with cad: there are no comparison studies . The breast is composed of scattered fibro glandular elements. Rare scattered calcifications are present. No masses, areas of irregular shadowing 01' worrisome clusters of microcalcifications are demonstrated. The retro areolar component is relatively clear. Impression: benign findings, only. The patient should begin routine annual screening mammography at age 40. Close clinical follow-up for unilateral bloody nipple discharge, including surgical consultation are suggested.. Pathology test - on (B)(6) 2018: specimen received n formalin labeled ¿uterus, cervix, bilateral tubes¿ is a 10.5 cm (fundus to cervix) 4.0 cm cornu o corn. X 5 cm (anterior to posterior) uterus with attached bilateral fimbriated fallopian tubes. The uterine weight without attached fallopian tubes is 130 grams. The uterine serosa s glistening, smooth, red-tan to pink-tan. The cerviz measures 4.0 cm in length and up lo 3. Cm ¡n width the ectocervix is glistening, purple-gray and violaceous with a slightly eccentric 1.0 cm os. The endocervical mucosa is glistening, pink-tan to red-tan with normal folds. Sectioning through the cervix reveals multiple nabothian cysts measuring up to 08 cm these cysts are filled with clear to opaque thick tenacious mucoid material. The endometrial cavity measures 5.2 cm in length arid up to 3.0 cm n width, located within the intramural, uterotubal junction and isthmus of the bilateral fallopian tubes are two metallic coiled structures 9rossly consistent with essure coils. The endometrium is glistering, red tan and hyperemic with a maximum thickness of 0.3 cm. The myometrium is rubbery, pink-tan, mildly trabeculated with thicknesses that measure up to 2.0 cm. There s a solitary intramural nodule measurin9 1.2 cm. This nodule has a rubbery whorled graywhile cut surface. Areas of hemorrhage or necrosis are not identified grossly. The right fimbriated fallopian tune measures 8 0 cm in length and up to 0.8 cm in width and the left fimbriated fallopian tube measures 7.0 cm in length and up to 0.8 cm in width as previously mentioned, essure coils are identified within the proximal portions of both fallopian tubes. The outer surfaces are congested red tar to purple gray and the remaining cut surfaces of both fallopian tubes are grossly unremarkable. The specimen is sectioned and sections are submitted for microscopic examination as designated: ac/pc - anterior and posterior cervix, ae/pe - anterior and posterior endomyometrium: rtlt - right and left fallopian tubes; l - intramural nodule.. Physical examination - on (B)(6) 2018: abnormal findings: significant tenderness along levator ani bilaterally. No rectal tenderness or bladder tenderness. Ultrasound scan - on (B)(6) 2013: indication: patient with unilateral bloody nipple discharge. Gray scale sonographic imaging of the entirety of the left breast is performed with special attention to the rettoareolar portion, . There is only normal parenchymal elements without cyst, mass or area of irregular shadowing. Only a tare identifiable duct is evident and this is ,not dilated and has no distinct intern~1 debris or polyp or mass. Ultrasound scan vagina - on (B)(6) 2018: visualized. Long 10.0 cm x ap 5.1 em x tr 6.6 cm. Vol 176.1 em3¿ enlarged position: anteverted endometrial thickness, total 5.6 mm. Fibroid(s) intramural anterior lower body. Size 11.3 mm x 7.8 mm x 12.5 mm. Mean 10.5 mm. Vol 0.581 cm3. Right ovary: visualized. Size 3.5 cm x 2.1 cm x 1.9 cm. Mean 2.5 cm. Vol 7.1 cm3. Follicles identified. Doppler color flow: visualized cul de sac: visualized. No free fluid visualized impression: the uterus is anteverted and enlarged with a solitary fibroid noted, intramural anterior lower body. Size 11.3 mm x 7.8 mm x 12.5 mm. Mean 10.5 mm. Vol 0.581 cm3¿ the endometrium measures 5.6 mm in thickness. There are essure coils noted bilaterally along the posterior lateral aspect of the uterus. The ovaries appear normal in size with follicles and flow seen bilaterally. There is no free fluid seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and hepatitis ("inflammation in liver") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach cramps, discharge, vulvovaginitis nos, amenorrhea, miscarriage, colposcopy, loop electrosurgical excision procedure, cholecystitis, absence of menstruation, parity 3 and gravida. Sonogram today shows coil laterally near uterine cornua. Small uterine fibroid 1.1 x0.7 x 1.2cm. Last gyn annual with pap (B)(6) 2018, negative. History of (hx) abnormal with leep in 2005. Previously administered products included for an unreported indication: mirena. Concurrent conditions included spotting vaginal, vaginal discharge abnormality, gallbladder removal, nipple exudate bloody, breast discharge, breast necrosis nos, breast inflammation, nipple exudate bloody, erythema, nipple discharge, galactorrhea, pelvic pain female, bloating, diarrhea, irritable bowel syndrome, shortness of breath, cough, palpitations, painful intercourse, anxiety, depression, perineal pain, fibroids, abdominal pain, elevated liver enzymes, cervix inflammation, nabothian cyst, adenomyosis, post procedural bleeding, painful genitalia (female), hot flashes, hrt, itching, menopause, menorrhagia, night sweats, vaginal dryness, vaginal discharge abnormality, uterine prolapse and uterus enlarged. Concomitant products included alprazolam, aluminium hydroxide; dicycloverine hydrochloride; magnesium oxidum leve (dicyclomine co), bifidobacterium bifidum; bifidobacterium lactis; lactobacillus acidophilus; lactobacillus brevis; lactobacillus bulgaricus; lactobacillus casei; lactobacillus paracasei; lactobacillus plantarum; lactobacillus rhamnosus; lactobacillus salivarius (probiotic 10), colestipol and escitalopram. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hepatitis (seriousness criterion medically significant), device extrusion ("extrusion"), infection ("infection"), allergy to metals ("nickel sensitivity") and enteritis ("inflammation in intestines"). The patient was treated with surgery (robotic assisted hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hepatitis, device extrusion, infection, allergy to metals and enteritis outcome was unknown. The reporter considered allergy to metals, device extrusion, enteritis, genital haemorrhage, hepatitis, infection and pelvic pain to be related to essure. The reporter commented: three coils were noted trailing outside of the right tubal ostium, and the same procedure was followed for the left tubal ostium with no coils noted at the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total of 10 ml of omnipaque-300 were instilled into the uterus during fluoroscopy. The trattner catheter is coiled in the uterine cavity. The uterus itself is grossly unremarkable. There are bilateral essure wires. Neither fallopian tube opacifies. Impression: bilateral essure wires. There is no evidence of tubal opacification.; on (B)(6) -2013: tubal occlusion.. Mammogram - on (B)(6) 2013: digital diagnostic left mammogram with cad: there are no comparison studies . The breast is composed of scattered fibro glandular elements. Rare scattered calcifications are present. No masses, areas of irregular shadowing 01' worrisome clusters of microcalcifications are demonstrated. The retro areolar component is relatively clear. Impression: benign findings, only. The patient should begin routine annual screening mammography at age (B)(6). Close clinical follow-up for unilateral bloody nipple discharge, including surgical consultation are suggested. Pathology test - on (B)(6) 2018: specimen received n formalin labeled ¿uterus, cervix, bilateral tubes¿ is a 10.5 cm (fundus to cervix); 4.0 cm cornu o corn. X 5 cm (anterior to posterior) uterus with attached bilateral fimbriated fallopian tubes. The uterine weight without attached fallopian tubes is 130 grams. The uterine serosa s glistening, smooth, red-tan to pink-tan. The cervix measures 4.0 cm in length and up lo 3. Cm ¡n; width the ectocervix is glistening, purple-gray and violaceous with a slightly eccentric 1.0 cm os. The endocervical mucosa is glistening, pink-tan to red-tan with normal folds. Sectioning through the cervix reveals multiple nabothian cysts measuring up to 08 cm these cysts are filled with clear to opaque thick tenacious mucoid material. The endometrial cavity measures 5.2 cm in length arid up to 3.0 cm n width, located within the intramural, uterotubal junction and isthmus of the bilateral fallopian tubes are two metallic coiled structures 9rossly consistent with essure coils. The endometrium is glistering, red tan and hyperemic with a maximum thickness of 0.3 cm. The myometrium is rubbery, pink-tan, mildly trabeculated with thicknesses that measure up to 2.0 cm. There s a solitary intramural nodule measuring 9 1.2 cm. This nodule has a rubbery whorled gray while cut surface. Areas of hemorrhage or necrosis are not identified grossly. The right fimbriated fallopian tune measures 8 0 cm in length and up to 0.8 cm in width and the left fimbriated fallopian tube measures 7.0 cm in length and up to 0.8 cm in width as previously mentioned, essure coils are identified within the proximal portions of both fallopian tubes. The outer surfaces are congested red tar to purple gray and the remaining cut surfaces of both fallopian tubes are grossly unremarkable. The specimen is sectioned and sections are submitted for microscopic examination as designated: ac/pc - anterior and posterior cervix, ae/pe - anterior and posterior endomyometrium: rtlt - right and left fallopian tubes; l - intramural nodule. Physical examination - on (B)(6) 2018: abnormal findings: significant tenderness along levator ani bilaterally. No rectal tenderness or bladder tenderness. Ultrasound scan - on (B)(6) 2013: indication: patient with unilateral bloody nipple discharge. Gray scale sonographic imaging of the entirety of the left breast is performed with special attention to the retroareolar portion. There is only normal parenchymal elements without cyst, mass or area of irregular shadowing. Only a tare identifiable duct is evident and this is ,not dilated and has no distinct intern~1 debris or polyp or mass. Ultrasound scan vagina - on (B)(6) 2018: visualized. Long 10.0 cm x ap 5.1 em x tr 6.6 cm. Vol 176.1 em3- enlarged. Position: anteverted. Endometrial thickness, total 5.6 mm. Fibroid(s) intramural anterior lower body. Size 11.3 mm x 7.8 mm x 12.5 mm. Mean 10.5 mm. Vol 0.581 cm3. Right ovary: visualized. Size 3.5 cm x 2.1 cm x 1.9 cm. Mean 2.5 cm. Vol 7.1 cm3. Follicles identified. Doppler color flow: visualized. Cul de sac: visualized. No free fluid visualized. Impression: the uterus is anteverted and enlarged with a solitary fibroid noted, intramural anterior lower body. Size: 11.3 mm x 7.8 mm x 12.5 mm. Mean 10.5 mm. Vol 0.581 cm3. The endometrium measures 5.6 mm in thickness. There are essure coils noted bilaterally along the posterior lateral aspect of the uterus. The ovaries appear normal in size with follicles and flow seen bilaterally. There is no free fluid seen. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet received. Events added: pain, extrusion, infection, nickel sensitivity, other (list): inflammation in liver, bleeding and inflammation in intestines. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('perforation') and hepatitis ('inflammation in liver') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach cramps, discharge, vulvovaginitis, amenorrhea, miscarriage, colposcopy, loop electrosurgical excision procedure, cholecystitis, absence of menstruation, parity 3 and gravida. Sonogram today shows coil laterally near uterine cornua. Small uterine fibroid 1.1 x0.7 x 1.2cm. Last gyn annual with pap (B)(6) 2018, negative. History of (hx) abnormal with leep in 2005. Previously administered products included for an unreported indication: mirena. Concurrent conditions included spotting vaginal, vaginal discharge abnormality, gallbladder removal, nipple exudate bloody, breast bleeding, breast necrosis, breast inflammation, nipple exudate bloody, erythema, nipple discharge, galactorrhea, pelvic pain female, bloating, diarrhea, irritable bowel syndrome, shortness of breath, cough, palpitations, painful intercourse, anxiety, depression, perineal pain, fibroids, abdominal pain, elevated liver enzymes, cervix inflammation, nabothian cyst, adenomyosis, post procedural bleeding, painful genitalia (female), hot flashes, hrt, itching, menopause, menorrhagia, night sweats, vaginal dryness, vaginal discharge abnormality, uterine prolapse and uterus enlarged. Concomitant products included alprazolam, aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), colestipol and escitalopram. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), hepatitis (seriousness criterion medically significant), device extrusion ("extrusion"), infection ("infection"), allergy to metals ("nickel sensitivity") and enteritis ("inflammation in intestines"), was found to have hepatic enzyme increased ("liver enzyme count high") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (robotic assisted hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, genital haemorrhage, hepatitis, device extrusion, infection, allergy to metals, enteritis, hepatic enzyme increased and oophorectomy outcome was unknown. The reporter considered allergy to metals, device extrusion, enteritis, genital haemorrhage, hepatic enzyme increased, hepatitis, infection, oophorectomy, pelvic pain and perforation to be related to essure. The reporter commented: three coils were noted trailing outside of the right tubal ostium, and the same procedure was followed for the left tubal ostium with no coils noted at the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total of 10 ml of omnipaque-300 were instilled into the uterus during fluoroscopy. The trattner catheter is coiled in the uterine cavity. The uterus itself is grossly unremarkable. There are bilateral essure wires. Neither fallopian tube opacifies. Impression: bilateral essure wires. There is no evidence of tubal opacification.; on (B)(6) 2013: tubal occlusion. Mammogram - on (B)(6) 2013: digital diagnostic left mammogram with cad: there are no comparison studies . The breast is composed of scattered fibro glandular elements. Rare scattered calcifications are present. No masses, areas of irregular shadowing 01' worrisome clusters of microcalcifications are demonstrated. The retro areolar component is relatively clear. Impression: benign findings, only. The patient should begin routine annual screening mammography at age 40. Close clinical follow-up for unilateral bloody nipple discharge, including surgical consultation are suggested.. Pathology test - on (B)(6) 2018: specimen received n formalin labeled ¿uterus, cervix, bilateral tubes¿ is a 10.5 cm (fundus to cervix) 4.0 cm cornu o corn. X 5 cm (anterior to posterior) uterus with attached bilateral fimbriated fallopian tubes. The uterine weight without attached fallopian tubes is 130 grams. The uterine serosa s glistening, smooth, red-tan to pink-tan. The cerviz measures 4.0 cm in length and up lo 3. Cm ¡n width the ectocervix is glistening, purple-gray and violaceous with a slightly eccentric 1.0 cm os. The endocervical mucosa is glistening, pink-tan to red-tan with normal folds. Sectioning through the cervix reveals multiple nabothian cysts measuring up to 08 cm these cysts are filled with clear to opaque thick tenacious mucoid material. The endometrial cavity measures 5.2 cm in length arid up to 3.0 cm n width, located within the intramural, uterotubal junction and isthmus of the bilateral fallopian tubes are two metallic coiled structures 9rossly consistent with essure coils. The endometrium is glistering, red tan and hyperemic with a maximum thickness of 0.3 cm. The myometrium is rubbery, pink-tan, mildly trabeculated with thicknesses that measure up to 2.0 cm. There s a solitary intramural nodule measurin9 1.2 cm. This nodule has a rubbery whorled graywhile cut surface. Areas of hemorrhage or necrosis are not identified grossly. The right fimbriated fallopian tune measures 8 0 cm in length and up to 0.8 cm in width and the left fimbriated fallopian tube measures 7.0 cm in length and up to 0.8 cm in width as previously mentioned, essure coils are identified within the proximal portions of both fallopian tubes. The outer surfaces are congested red tar to purple gray and the remaining cut surfaces of both fallopian tubes are grossly unremarkable. The specimen is sectioned and sections are submitted for microscopic examination as designated: ac/pc - anterior and posterior cervix, ae/pe - anterior and posterior endomyometrium: rtlt - right and left fallopian tubes; l - intramural nodule.. Physical examination - on (B)(6) 2018: abnormal findings: significant tenderness along levator ani bilaterally . No rectal tenderness or bladder tenderness. Ultrasound scan - on (B)(6) 2013: indication: patient with unilateral bloody nipple discharge. Gray scale sonographic imaging of the entirety of the left breast is performed with special attention to the rettoareolar portion, . There is only normal parenchymal elements without cyst, mass or area of irregular shadowing. Only a tare identifiable duct is evident and this is ,not dilated and has no distinct intern~1 debris or polyp or mass. Ultrasound scan vagina - on (B)(6) 2018: visualized. Long 10.0 cm x ap 5.1 em x tr 6.6 cm. Vol 176.1 em3 enlarged position: anteverted endometrial thickness, total 5.6 mm. Fibroid(s) intramural anterior lower body. Size 11.3 mm x 7.8 mm x 12.5 mm. Mean 10.5 mm. Vol 0.581 cm3. Right ovary: visualized. Size 3.5 cm x 2.1 cm x 1.9 cm. Mean 2.5 cm. Vol 7.1 cm3. Follicles identified. Doppler color flow: visualized cul de sac: visualized. No free fluid visualized impression: the uterus is anteverted and enlarged with a solitary fibroid noted, intramural anterior lower body. Size 11.3 mm x 7.8 mm x 12.5 mm. Mean 10.5 mm. Vol 0.581 cm3¿ the endometrium measures 5.6 mm in thickness. There are essure coils noted bilaterally along the posterior lateral aspect of the uterus. The ovaries appear normal in size with follicles and flow seen bilaterally. There is no free fluid seen. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received.new event perforation was added. Patient one surgery oophorectomy was performed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Pfs received patient have perforation.one surgery oophorectomy was done.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hepatitis ('inflammation in liver') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach cramps, discharge, vulvovaginitis, amenorrhea, miscarriage, colposcopy, loop electrosurgical excision procedure, cholecystitis, absence of menstruation, parity 3 and gravida. Sonogram today shows coil laterally near uterine cornua. Small uterine fibroid 1.1 x0.7 x 1.2cm. Last gyn annual with pap (B)(6)2018, negative. History of (hx) abnormal with leep in 2005. Previously administered products included for an unreported indication: mirena. Concurrent conditions included spotting vaginal, vaginal discharge abnormality, gallbladder removal, nipple exudate bloody, breast bleeding, breast necrosis, breast inflammation, nipple exudate bloody, erythema, nipple discharge, galactorrhea, pelvic pain female, bloating, diarrhea, irritable bowel syndrome, shortness of breath, cough, palpitations, painful intercourse, anxiety, depression, perineal pain, fibroids, abdominal pain, elevated liver enzymes, cervix inflammation, nabothian cyst, adenomyosis, post procedural bleeding, painful genitalia (female), hot flashes, hrt, itching, menopause, menorrhagia, night sweats, vaginal dryness, vaginal discharge abnormality, uterine prolapse and uterus enlarged. Concomitant products included alprazolam, aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), colestipol and escitalopram. On (B)(6)2013, the patient had essure inserted. On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), hepatitis (seriousness criterion medically significant), device extrusion ("extrusion"), infection ("infection"), allergy to metals ("nickel sensitivity") and enteritis ("inflammation in intestines") and was found to have hepatic enzyme increased ("liver enzyme count high"). The patient was treated with surgery (robotic assisted hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, hepatitis, device extrusion, infection, allergy to metals and enteritis outcome was unknown. The reporter considered allergy to metals, device extrusion, enteritis, genital haemorrhage, hepatic enzyme increased, hepatitis, infection and pelvic pain to be related to essure. The reporter commented: three coils were noted trailing outside of the right tubal ostium, and the same procedure was followed for the left tubal ostium with no coils noted at the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total of 10 ml of omnipaque-300 were instilled into the uterus during fluoroscopy. The trattner catheter is coiled in the uterine cavity. The uterus itself is grossly unremarkable. There are bilateral essure wires. Neither fallopian tube opacifies. Impression: bilateral essure wires. There is no evidence of tubal opacification.; on (B)(6)2013: tubal occlusion.. Mammogram - on (B)(6)2013: digital diagnostic left mammogram with cad: there are no comparison studies . The breast is composed of scattered fibro glandular elements. Rare scattered calcifications are present. No masses, areas of irregular shadowing 01' worrisome clusters of microcalcifications are demonstrated. The retro areolar component is relatively clear. Impression: benign findings, only. The patient should begin routine annual screening mammography at age 40. Close clinical follow-up for unilateral bloody nipple discharge, including surgical consultation are suggested.. Pathology test - on (B)(6)2018: specimen received n formalin labeled ¿uterus, cervix, bilateral tubes¿ is a 10.5 cm (fundus to cervix) 4.0 cm cornu o corn. X 5 cm (anterior to posterior) uterus with attached bilateral fimbriated fallopian tubes. The uterine weight without attached fallopian tubes is 130 grams. The uterine serosa s glistening, smooth, red-tan to pink-tan. The cerviz measures 4.0 cm in length and up lo 3. Cm ¡n width the ectocervix is glistening, purple-gray and violaceous with a slightly eccentric 1.0 cm os. The endocervical mucosa is glistening, pink-tan to red-tan with normal folds. Sectioning through the cervix reveals multiple nabothian cysts measuring up to 08 cm these cysts are filled with clear to opaque thick tenacious mucoid material. The endometrial cavity measures 5.2 cm in length arid up to 3.0 cm n width, located within the intramural, uterotubal junction and isthmus of the bilateral fallopian tubes are two metallic coiled structures crossly consistent with essure coils. The endometrium is glistering, red tan and hyperemic with a maximum thickness of 0.3 cm. The myometrium is rubbery, pink-tan, mildly trabeculated with thicknesses that measure up to 2.0 cm. There s a solitary intramural nodule measuring 1.2 cm. This nodule has a rubbery whorled gray while cut surface. Areas of hemorrhage or necrosis are not identified grossly. The right fimbriated fallopian tune measures 8 0 cm in length and up to 0.8 cm in width and the left fimbriated fallopian tube measures 7.0 cm in length and up to 0.8 cm in width as previously mentioned, essure coils are identified within the proximal portions of both fallopian tubes. The outer surfaces are congested red tar to purple gray and the remaining cut surfaces of both fallopian tubes are grossly unremarkable. The specimen is sectioned and sections are submitted for microscopic examination as designated: ac/pc - anterior and posterior cervix, ae/pe - anterior and posterior endomyometrial: rtlt - right and left fallopian tubes; l - intramural nodule.. Physical examination - on (B)(6)2018: abnormal findings: significant tenderness along levator ani bilaterally . No rectal tenderness or bladder tenderness.. Ultrasound scan - on (B)(6)2013: indication: patient with unilateral bloody nipple discharge. Gray scale sonographic imaging of the entirety of the left breast is performed with special attention to the retromalleolar portion, . There is only normal parenchymal elements without cyst, mass or area of irregular shadowing. Only a tare identifiable duct is evident and this is ,not dilated and has no distinct intern~1 debris or polyp or mass. Ultrasound scan vagina - on (B)(6)2018: visualized. Long 10.0 cm x ap 5.1 em x tr 6.6 cm. Vol 176.1 em3 enlarged position: anteverted endometrial thickness, total 5.6 mm. Fibroid(s) intramural anterior lower body. Size 11.3 mm x 7.8 mm x 12.5 mm. Mean 10.5 mm. Vol 0.581 cm3. Right ovary: visualized. Size 3.5 cm x 2.1 cm x 1.9 cm. Mean 2.5 cm. Vol 7.1 cm3. Follicles identified. Doppler color flow: visualized cul de sac: visualized. No free fluid visualized impression: the uterus is anteverted and enlarged with a solitary fibroid noted, intramural anterior lower body. Size 11.3 mm x 7.8 mm x 12.5 mm. Mean 10.5 mm. Vol 0.581 cm3¿ the endometrium measures 5.6 mm in thickness. There are essure coils noted bilaterally along the posterior lateral aspect of the uterus. The ovaries appear normal in size with follicles and flow seen bilaterally. There is no free fluid seen.. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event liver enzyme count high was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.